Event description:
Caller reported an issue with a continuous glucose monitor showing an error. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information for a pump reset and guided the caller through the process. After the reset, the error did not reappear, and the caller successfully restarted the sensor session and resumed insulin use while on the line with technical support.